Event description:
N/a.

Manufacturer narrative:
The hakim valve was not returned for evaluation: device history record (DHR) - lot 155419 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, some needle holes were noted in the needle chamber. The position of the cam when valve was received was at 190mm h2o. The valve was hydrated. The proximal barb was inadvertently disconnected when removing the priming catheter used to hydrate the valve. It was then reconnected and had no impact on the rest of the control steps. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer "slit-like ventricles still did not heal, and the valve was replaced" could be due to "press fit inadequate, incorrect spring thickness, ruby seat lacks sufficient strength, unable to calibrate, valve performance outside of listed tolerances" or "biosubstances interfere with programming mechanism" but, at the time of investigation, no programming or pressure issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that in (B)(6) 2018, the codman hakim programmable valve with sg was implanted to a (B)(6) male patient via v-p shunt with a setting of 80. About a year and a half ago, the patient began to have a slit-like ventricle, and the setting pressure was gradually increased from 80 to 110, and finally it was set to 200. However, the slit-like ventricles still did not heal, and the valve was replaced on (B)(6) 2021. The patient's progress is currently going well.